Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead positioning was difficult, and multiple attempts were unsuccessful. In addition, the lead and lead helix was found damaged. The lead was removed and the physician revised from a dual-chamber pacemaker to a single-chamber pacemaker system. The patient was in stable condition.

Manufacturer narrative:
Device evaluation: the reported events were "positioning was difficult, and multiple attempts were unsuccessful", "the lead helix was deformed" and "the electrode connection had been pulled loose". As received, a complete lead was returned in one piece with the helix assembly pulled separated from the lead body and the helix found stretched consistent with procedural damage. Blood/tissue were also noted at the helix region. Electrical testing and x-ray examination found no conductor fractures or internal shorts. The cause of the reported events was due to the stretched helix and pulled separated helix housing from the lead body consistent with procedural damage. Correction section b7 :other relevant history, including preexisting medical conditions - the initial of 2017865-2025-1002969 was reported as "unknown" in error. There were no information available per the event.